Event description:
Customer's ex-wife reported the death. Caller stated that the blood glucose reading was over 1500 mg/dl; at the time of death the blood glucose reading was over 600 mg/dl. The cause of death was diabetes ketoacidosis. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.